Event description:
The patient reported that his infusion device shut down during the middle of the night wihout warning on several occasions. The patient was aware of the recall and has been changing his power pack every two weeks as instructed. The patient reported that his blood glucose values have been erratic (between 90-300 mg/dl), and he fells that the infusion device is not delivering insulin correctly. The patient reported that each time his infusion device has shut down without warning, he has been able to replace the power pack and bolus to reduce his blood glucose values. The patient did not require medical attention from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.